Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17195. Related manufacturer reference number: 1627487-2021-17197. It was reported that the patient experienced a fall and subsequently was unable to get their system into MRI mode. Troubleshooting revealed low impedances on several contacts. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced while the ipg was repositioned.